Event description:
Healthcare professional later reported rupture. The device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.